Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 90 and "about 200" mg/dl. Tests were done within 10 minutes with a difference of 67% (calculations based on 90, 200mg/dl.) Patient did not experience any adverse events. No further information has been reported. Note - customer is using expired control solution and not cleaning meter correctly.